Event description:
Provider determined intubation was necessary, and the britepro solo was retrieved. Upon intubation attempt, the mac 3 pro blade bulb did not illuminate. Provider was forced to retrieve a second laryngoscope, resulting in a delay of care. Upon further inspection, it was determined that bulb failure was caused by a poor solder joint in the handle, on a plate connecting the batteries and bulb. Refer to additional documents in i2k.